Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and "chronic histiocytic inflammation". Also reported were the non device related events of "nodule of 1cm" and "simple subcentimeter cysts". The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy and f2203 - imaging required a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "chronic histiocytic inflammation". Also reported were the non device related events of "nodule of 1cm" and "simple subcentimeter cysts". The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and "chronic histiocytic inflammation". Also reported were the non device related events of "nodule of 1cm" and "simple subcentimeter cysts". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken sharp on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Cyst - ndr: not applicable as the event is not related to the device. Lump/nodule ¿ ndr: not applicable as the event is not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.